Event description:
Customer reported an over-infusion of pitocin. Customer states nurse hung the pitocin, primed the tubing and infusion started at an unknown rate. Nurse looked at the drip chamber and stated infusion was running "as a wide open free-flow". Nurse immedately closed roller clamp and stopped infusion. Customer states patient had a 20 minute contraction with some fetal distress. Patient and unborn baby were stabilized. Medical intervention unknown.